Manufacturer narrative:
Analysis was able to confirm the epg required a new battery compartment; the whole device was contaminated with blood. Analysis noted that there was a large spot of congealed blood by the lower left boss in the lower case, the bottom of the mail seal by the batter drawer was missing, the lower case was broken, and the hanger was broken and contaminated. The epg failed multiple tests and shut off during testing. Prior to shutting down the epg displayed an error message. All found defective parts were replace and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required a new battery compartment. The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.